Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted intraoperative context and surgical technique/experience contributed to the stent mispositioning. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon inadvertently implanted one (1) of two (2) stents from a trabecular microbypass stent system into the scleral spur, and a back-up device was used to implant an additional stent. Reportedly, two (2) stents were well-placed with the third (3rd) stent mispositioned in the scleral spur without touching the iris. The report noted that the surgeon was in training, and that patient anatomy, obscured visualization, and surgical technique/experience with the device contributed to the reported event. The patient¿s prognosis was reported as ¿ good result and lowered intraocular pressure (iop)¿ on day one (1) postop. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon is in training and "a misplaced stent is a common event". Per report, the patient is doing well with good intraocular pressure, and has declined further follow-up.